Event description:
It was reported that the patient's rhk locking bolt becoming loosened and disengaged, and was then revised. It was also noted that the patient had fallen a couple weeks prior.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.